Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that there was an intermittent cable failure and that the image was going in and out when the baton's cable was moved or wiggled. The failure is due to faulty baton and the customer's monitor had no issue with the test baton. The faulty baton was replaced.

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope® avl video baton 1-2. Catalog: 0570-0312. Sn: (B)(4).

Event description:
While in patient procedure, the customer reported using the glidescope avl monitor with the 1-2 baton, which did not perform as intended. The image on the monitor was cutting in an out. No back up device was used. No patient or user harm was reported.